Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes of inappropriate bursts of anti-tachycardia pacing (atp) and inappropriate shocks due to atrial driven rhythms. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. There were stored ventricular episodes with delivered inappropriate atp and shocks and atrial tachy response (atr) episodes. It was noted that the shock and bursts of atp converted the rhythm. The rhythm appeared to be a one-to-one ratio. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes of inappropriate bursts of anti-tachycardia pacing (atp) and inappropriate shocks due to atrial driven rhythms. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. There were stored ventricular episodes with delivered inappropriate atp and shocks and atrial tachy response (atr) episodes. It was noted that the shock and bursts of atp converted the rhythm. The rhythm appeared to be a one-to-one ratio. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No additional adverse patient effects were reported. The device remains in service. Subsequent additional information was received that reported that about eight months later this implantable cardioverter defibrillator (ICD) was explanted and returned to the facility with no allegations made against the device. No additional adverse patient effect were reported. Analysis was performed on the device.